Manufacturer narrative:
In trouble-shooting, the medtronic representative observed a subsequent procedure using this navigation system and there were no abnormalities. System performed as intended when the medtronic representative performed a system inspection. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred with their navigation system. The vertex select 3.0 mm tap was shown misaligned by approximately 3 millimeters craniocaudally. The procedure was completed using a navigation pointer only, with the same navigation system. No further details regarding this issue, or specifically when it occurred, were provided. Confirmed was that all screws were placed accurately. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Correct device information provided. No procode or 510k was provided as this device was not registered in the united states. A medtronic representative reported that the site was using the vertex tap & driver tool card. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.